Manufacturer narrative:
Follow-up #1 date of submission 02/05/2015-product analysis:the device was returned and evaluated by product analysis on 01/21/2014 with the following findings:investigation revealed the display screen was dim and discolored. Unrelated to the complaint, the keypad was found to be peeling. Evaluation revealed the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under the up and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading and difficult to read for two months. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.